Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted for persistent rectal pain following rectal prolapse. The pain had subsided, but unfortunately she had recurrent infections at skin level. She had a six month break (taken out), but the infections have recurred after re-fitting. The surgeon will review it in (B)(6) decide to take it out. It was also noted that if the depression persists, electroconvulsive therapy (ect) may be considered again after the device is taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.